Event description:
In 2007, abbott point of care was contacted by a customer who reported, during a method comparison, the I-stat pt/inr cartridge yielded high results compared to the stago results. There was no report of any injury associated with the complaint.